Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. During the evaluation of the device, a burn on the forceps elevator was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the instrument may have welded to the scope tip during the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.